Event description:
Device 1 of 5. Reference MFR. Reports: 1627487-2013-03747, 1627487-2013-03748, 1627487-2013-03749 and 1627487-2013-03750. The patient received 3 scs anchors with the same lot number. It was reported the patient experienced pain at his scs lead site as well as swelling around his incisions which fluid as aspirated from. Subsequently, the patient was admitted to the hospital for explant of his thoracic system. Additionally, the patient experienced tenderness around his neck and the physician is possibly going to explant the patient's cervical system as well. Follow-up identified both the patient's scs systems were explanted. Moreover, cultures were taken and an infection was confirmed. Further investigation identified the culture results showed (B)(6) and the patient received intra-venous antibiotics. Furthermore, the patient remained in the hospital for 2 days post-operative before he was released.

Manufacturer narrative:
The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Evaluation method: the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.